Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon implanted the expedium uniplanar screw into the patient. While using a monoaxial screw driver to align the uniplanar screw, the saddle within the uniplanar screw rotated a few degrees and was no longer in line with the uniplanar screw¿s tulip. It became difficult/impossible to fully seat the rod into the screw and properly final tighten the screw/rod/set-screw interface. Another screw was available for insertion with no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
The expedium ti uniplanar screw was returned for evaluation. Visual inspection revealed that the returned device featured a saddle that was slightly misaligned in the tulip head. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis was conducted on the expedium screw family as the tulip head, saddle and screw heads are similar across the product lines. This analysis found no systemic trends that require further action. The root cause cannot be determined from the sample and information provided. A potential root cause is the tulip head being subjected to a higher than anticipated load resulting in the saddle becoming dislodged. This monaxial driver is designed for use on monaxial screws, which do not feature a cap. When this driver is used on screws that do feature a cap, such as the uniaxial screw featured in this complaint, the driver places loads directly on the screw cap which may result in saddle dislodgement. No corrective and preventive action is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.